Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter does not blink when connected to the sensor. The customer's blood glucose was 100 mg/dl. The customer also reported the cannula was missing from their sensor upon removal from their body. The customer's sensor will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor cannula was bent and retracted inside of the sensor base, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.